Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date 09/2018).

Event description:
It was reported that during a stent placement procedure in the aorta, the stent became dislodged from the balloon. The stent and device were removed, and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the aorta, the stent became dislodged from the balloon. The stent and device were removed, and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the stent dislodged proximally from the balloon on the catheter shaft of the delivery system. Stent crimp marks were noted on the balloon. Therefore, the investigation is confirmed for stent dislodgment. The definitive root cause for the identified dislodged stent could not be determined based upon available information. It is unknown whether procedural issues involving the user's sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.